Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 4 additional reports, however only 1 other incident related to joint injury. Total for lot number: 4 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1 by product family: 1x depuy cmw 3. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 implants were explanted and abx spacer implanted for (B)(6), this was all the information they have on this case. Nted and abx spacer implanted for (B)(6), this was all the information they have on this case. Doi: (B)(6) 2017; doi: (B)(6) 2018 (tibial insert); dor: (B)(6) 2020; right knee.